Event description:
It was reported that during a lar, surgeon fired the device and noticed that there seemed to be a broken piece of plastic that fell from the device. The staff saved the broken piece and it is with the device for return. No delay or patient harm was reported.

Manufacturer narrative:
(B)(4).date sent: 7/7/2026.d4: batch # unk.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.additional information was requested and the following was obtained:1. What part broke? Something within the device, know one knew where it came from.2. Did any piece break off of the device? It was assumed the piece came from the device.3. Did it fall into the patient? No.4. Did retrieval alter the procedure in any way? They cannot find it.5. If yes, please explain.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.